Event description:
During a cystoscopy procedure the ceramic tip on the 24fr sheath (a22040a) broke. Unsure when the instrument broke during the procedure. This is the second one of this specific instrument that has broken during a procedure.